Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.50 x 24 synergy¿ drug-eluting stent was implanted to treat the lesion. Following post deployment, the stent was well apposed to the vessel wall. However, during removal of the non-bsc guide wire, the guide wire was caught by the stent strut and stent deformation was noted. Subsequently, severe ballooning was performed and deployment of another synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. A part of the analysis, a review of the stent profile was performed. The maximum stent profile for the complaint device at the time of manufacture was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon body and the balloon folds appeared relaxed indicating that positive pressure was applied. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. A review of the manufacturing data for the stent profile was performed as part of the analysis. The review that was performed confirmed that the returned device conformed to the preventive measures and controls per product details of the batch review. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.50 x 24 synergy drug-eluting stent was implanted to treat the lesion. Following post deployment, the stent was well apposed to the vessel wall. However, during removal of the non-bsc guide wire, the guide wire was caught by the stent strut and stent deformation was noted. Subsequently, severe ballooning was performed and deployment of another synergy stent. No patient complications were reported and the patient's status was good.